Event description:
It was reported that during a procedure of the mildly tortuous, de novo, 80% stenosed, mid left anterior descending (lad) artery, the 3.0 x 18 mm xience prime stent was deployed, however, a distal dissection was noted. A second xience prime stent was used to treat the dissection. There was no reported adverse patient effect. It was noted that the patient remained hospitalized for greater than 24 hours and is scheduled for discharge by (B)(6) 2012. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw. Guide cath: blad 6f x3.5. Sheath: terumo 6f sheath. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.